Event description:
Event description cpi received information that during a routine replacement procedure of an implantable pulse generator (ipg), the physician noted the sweet tip bipolar (4269) lead had dislodged. It was capped, and replaced with another (4269).